Event description:
The company was informed that the pt's device was explanted due to recurrent infections. Advanced bionics is in the process of gathering further information. Once more information is received, a supplemental report will be submitted.